Event description:
A stryker micro sagittal saw was sent in for repair with notification that it was overheating. No further information was provided. Upon follow up with the user facility for additional information, the facility confirmed there was no further information regarding the event.

Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed; the device overheated during testing. Further investigation revealed corrosion damage to the motor. The corroded motor was identified as the primary cause of the failure. The device was repaired and returned to the customer.